Event description:
Device malfunction: stent dislodgement. Time of malfunction: unk. Symptoms/ae: none reported. Abbott vascular rec'd a used absolute stent delivery system with an unk issue. Post receipt of the device, testing and investigation found the stent delivery system with a dislodged stent, bunching on the shaft and a non-abbott guide wire frozen inside the shaft. There is no report of any adverse pt effect. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device has been rec'd; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.